Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 03/30/2021.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a minicap transfer set separation, specified as while the nurse was ¿disconnecting drain bag dark blue tip started separating from light blue part of transfer set". The nurse noted "no leaking apparent¿. It was reported the patient presented with abdominal pain and cloudy effluent and was subsequently diagnosed with peritonitis. The same day, the patient received unspecified treatment for the event. The cause of the separation was not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the peritonitis was manifested by nausea and vomiting. Three days after event onset, the patient was treated with vancomycin (1 gm every five days, ongoing, weekly, route not reported) for the peritonitis. At the time of this report, the patient was not recovered from the event. The device was received for evaluation. Visual inspection by the naked eye was performed and identified the female connector was separated from the main body. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.